Event description:
On (B)(6) 2019, the pacing system was implanted. Reportedly, on (B)(6) 2019, the patient checked his blood pressure and realized that his heart rate was around 37-40 bpm. He decided to go to the hospital urgently. When the physician reviewed the episodes, the patient confirmed that he also felt dizzy several times. During interrogation of the pacemaker, the ventricular lead impedance was showing 2258 ohms. An x-ray was performed and no sign of lead movement was observed, however evidence of improper connection between the ventricular lead and the pacemaker was observed. On (B)(6) 2019, re-intervention to check the pacing system was performed. The physician confirmed that the ventricular lead was not properly connected to the pacemaker. When trying to advance the lead, it was not possible to reach the end of the connection. After observing normal ventricular lead measurements with a pacing system analyzer (psa), the physician decided to replace the pacemaker. The ventricular lead remained implanted. Based on preliminary analysis, the reported behavior is most probably attributable to a lead-pacemaker connection issue at ventricular level.

Manufacturer narrative:
Preliminary analysis revealed irregular lead tightening marks on the ventricular set-screw, which indicates that the reported event is most probably attributable to a lead connection issue at ventricular level. Analysis confirmed that the connection system conformed to established specifications.

Event description:
On (B)(6) 2019, the pacing system was implanted. Reportedly, on (B)(6) 2019, the patient checked his blood pressure and realized that his heart rate was around 37-40 bpm. He decided to go to the hospital urgently. When the physician reviewed the episodes, the patient confirmed that he also felt dizzy several times. During interrogation of the pacemaker, the ventricular lead impedance was showing 2258 ohms. An x-ray was performed and no sign of lead movement was observed, however evidence of improper connection between the ventricular lead and the pacemaker was observed. On (B)(6) 2019, re-intervention to check the pacing system was performed. The physician confirmed that the ventricular lead was not properly connected to the pacemaker. When trying to advance the lead, it was not possible to reach the end of the connection. After observing normal ventricular lead measurements with a pacing system analyzer (psa), the physician decided to replace the pacemaker. The ventricular lead remained implanted. Based on preliminary analysis, the reported behavior is most probably attributable to a lead-pacemaker connection issue at ventricular level.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2019, the pacing system was implanted. Reportedly, on (B)(6) 2019, the patient checked his blood pressure and realized that his heart rate was around 37-40 bpm. He decided to go to the hospital urgently. When the physician reviewed the episodes, the patient confirmed that he also felt dizzy several times. During interrogation of the pacemaker, the ventricular lead impedance was showing 2258 ohms. An x-ray was performed and no sign of lead movement was observed, however evidence of improper connection between the ventricular lead and the pacemaker was observed. On (B)(6) 2019, re-intervention to check the pacing system was performed. The physician confirmed that the ventricular lead was not properly connected to the pacemaker. When trying to advance the lead, it was not possible to reach the end of the connection. After observing normal ventricular lead measurements with a pacing system analyzer (psa), the physician decided to replace the pacemaker. The ventricular lead remained implanted. Based on preliminary analysis, the reported behavior is most probably attributable to a lead-pacemaker connection issue at ventricular level.